Event description:
In 2008, the patient's mother reported that she inserted the insulin cartridge into the infusion device and a bubble formed when she reset the device to 315 units and screwed on the adapter. She was educated on the proper procedure for inserting the insulin cartridge and adjusting the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.